Event description:
It was reported that during a da vinci si surgical procedure the prograsp forceps instrument wire was noted to be sticking out of the distal end of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was derailed at the wrist. The grips still fully open and close but the movement and functionality may not be as precise. 48 - failure analysis also observed insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube appeared to be scraped off. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.